Event description:
It was reported that the patient experienced phrenic nerve palsy. It was reported that during an ablation procedure to treat atrial fibrillation, a polarxfit catheter was selected for use. Measurement of c-map was used as phrenic nerve activity monitoring. During the procedure, the patient's right diaphragm stopped moving. A double stop was performed at the earliest time possible. Loss of signal strength was also observed on the c-map, and it could not be avoided despite the double-stop. Phrenic nerve palsy had occurred. The physician noticed the event late and cooling was excessively performed. The procedure was not able to be completed. The catheter is not expected to be returned since it was discarded.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.